Event description:
It is reported that the junction to the cement gun fractured during the injection of the cement.

Manufacturer narrative:
(B)(4). Evaluation summary: the cement mixing technique, mixing times, as well as the temperature and humidity of the room at the time of operation is unknown at this time. These factors are critical for understanding the behavior of cement and this failure. Therefore, the probable cause of this failure is not able to be determined at this time. It is likely that the cement may have hardened quicker than planned, and because it was harder, more force was required to eject it from the cartridge and this larger force could have caused the fracture. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.